Event description:
Caller reported a sensor error identified as cgm error 42 with their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which successfully resolved the issue, allowing the caller to start a new sensor session without further problems.